Event description:
Health care professional reported of higher than expected act+ results using a hemochron signature elite system. The patient was being monitored for heparin anticoagulation during a aortic valve replacement procedure. During the surgery, the hemochron signature elite reported an out of range high results. No adverse event(s) were reported.

Manufacturer narrative:
This MDR submitted 10/31/2014. (B)(4). The associated cuvette lot for this instrument is # (B)(4). Method: actual device not evaluated. Process evaluation performed. No ncrs or anomalies were identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Result: no results available since no evaluation performed. Conclusion: device not returned.